Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a suction pump, part ID: 2208011, serial#: (B)(6). According to the received information, the suction pump failed to provide sufficient suction. The reduction in suction has been noticed by a health professional on procedures with larger prostates (over 150 grams) after the initial canister change during morcellation, with both the tissue trap and bacteria filter are changed each time a canister change takes place. The issue has been noted over the last few months of procedure. In addition, the healthcare professional noted there is no reduction in suction on procedures with smaller prostates and no canister changes.

Manufacturer narrative:
The following fields have new information: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, and investigation conclusions), h7, and h11. The suction pump was investigated and determined that the o-ring on the vacuum connection is missing. The cause can be attributed as a user error. Nevertheless, the fault could easily be detected if the instructions for use are followed correctly. The suction pump, 2208011 with the serial number (B)(6) was manufactured on 09/29/2022. No issue was identified during production. No further complaints were received for this serial number. The instructions for use, IFU "ga-a 252-USA /en/ 2012-07 v2.0 / pdg 11-5360" contains several important notes regarding "loose or damage parts" in section 4 checks. A malfunction of the product/product components leading to "chemical hazards/additional anaesthetics" due to an application error (the user does not identify possible defects in the system/system components) is listed in risk management file e3-1: suction pumps with accessories, v00. The overall probability of occurrence of this problem remains at the previously defined level and the overall risk of the device remains in the acceptable category.